Event description:
Failure of mating the part inserter and implant upon insertion. Difficulty with the inserter releasing of the implant. Report 1 of 2.

Manufacturer narrative:
Information reasonably suggests this is reportable based on the time of delay associated with this event. Report 1 of 2.